Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple button alarms. Customer had elevated blood glucose levels (approximately 350 mg/dl). Customer delivered a correction bolus and set a temporary rate increase of 40% to stabilize blood glucose levels. Tandem technical support educated the customer on button alarms how to prevent them from being triggered.